Manufacturer narrative:
This medwatch report is for the reported connect driveline alarms and pump off event. The referenced driveline infection, sepsis, and patient death was reported under medwatch MFR. Report #2916596-2016-00348. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 6.5 months. The pump was not returned to the manufacturer for evaluation, as it was not explanted. The reported alarms and pump stoppages were confirmed during review of the submitted system controller log file; however, the cause could not be conclusively determined. All of the captured events in the log file were low speed hazard and pump stoppage events. The events showed corresponding elevations in pump power and intermittent driveline disconnected alarms. Based on the manufacturer¿s previous complaint experience, the captured events appeared consistent with a potential driveline issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient reported constant connect driveline, low flow and low voltage alarms even though the driveline was connected. The patient¿s system controller was exchanged by ems, but the connect driveline alarms continued. The pump running symbol was not on despite the driveline being connected to the system controller appropriately and securely. The patient was taken to the hospital. An internal driveline wire fracture was suspected; however, x-ray images of the driveline did not show any obvious areas of concern. The pump remained off and plans were made for the patient to be discharged to home on approximately (B)(6) 2016. The patient was reportedly symptomatic; however, no specific information regarding symptoms was provided. It was also reported that for an unspecified extended period of time, the patient had a previously unreported driveline infection and was non-compliant with the antibiotic regimen. The patient was not a candidate for any advanced treatments. The patient was not discharged to home as originally planned and expired on (B)(6) 2016 with the cause of death listed as sepsis. The hospital staff felt that the cause of death was most likely the combination of no longer being on vad support and the overwhelming infection.